Event description:
Initial glucose result of 228 mg/dl. Same sample repeated recovered 94 mg/dl. A second sample, drawn at the same time as the initial sample, was also tested and recovered 94 mg/dl. The initial sample was tested again, recovered 90 mg/dl, the second sample was also tested two more times, recovering 92 mg/dl each time. Initial results were reported. No action was taken based on the initial result. The user also provided info regarding approx 4 samples that gave some flagged results for calcium and zero results for ck, glucose and alkaline phosphotase. Add'l data for those samples is not available. The initial results of those samples were not reported. The field svc rep was unable to determine the cause. The user reports no further occurrences.